Manufacturer narrative:
Through follow up communication livanova deutschland was able to retrieve the laboratory report confirming the reported event.

Event description:
See initial.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Through follow up communication, livanova (B)(4) learned, that the device was cleaned regularly per the IFU, the device was placed inside the operation theater during use with the direction of the fan positioned as recommended in instruction for use. The estimated distance between the surgery field and the device differs and is depending on theater, but minimum 6 feet (1,8meters). Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report, that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. The lab report is not yet made available. There is no known patient involvement.